Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated a sodium assay result of 111 mmol/l on the architect c8000 analyzer. The sample retested at 135 mmol/l. The sample was then tested on the other architect c8000 analyzer in the lab and generated a result of 137 mmol/l. The customer also had a new sample drawn from the patient, which generated a sodium result of 137 mmol/l on both analyzers. The customer ran a precision run with control material on the suspect analyzer that met specifications. Controls have remained within specifications. No questionable results were reported from the lab. There is no impact to patient management reported.